Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 4.3mm threaded lcp(tm) drill guide (p/n 323.042 lot l832429) was received showing a portion of the distal threaded tip broken off. The broken off fragment(s) were not returned. No other issues were identified with the returned components of the device. Dimensional inspection: feature: distal inner cannulation diameter (view a-a), specification: 4.5 mm +/- 0.05 mm, measured dimension: 4.49 mm, result: conforming, measurement device: gp32. Dimensional inspection of the outer threads were not conducted due to post manufacturing damage and missing fragments. Document/specification review: drawing, reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 4.3mm threaded lcp(tm) drill guide (p/n 323.042 lot l832429) as a portion of the distal threaded tip was broken off. While no definitive root cause could be determined, it is possible that the device encountered excessive torque/force and/or cross threading with mating plates during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 323.042, lot: l832429, manufacturing site: hägendorf, release to warehouse date: 04 june 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during routine incoming inspection of a loaner set that the drill guide was broken. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) 4.3 mm threaded lcp(tm) drill guide. This is report 1 of 1 for (B)(4).